Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, hybrid cutting technique was used for the tibia, and it was notice that the cut was more than planned (on average 1mm to 1.5mm). Surgeon thought that the thickness of the saw was not being taken into account; however, it was later confirmed that it is taken into account. There was no delay due to this event, and procedure was concluded using a 10mm insert instead of the 9mm insert, that was initially going to be used. Patient was not harmed beyond the described event.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, no clinical factors could be confirmed to have contributed to the reported event. The user manual does address the recommended saw blade thickness of 1.35mm and outlines use of the twin peg guide technique for tibial bone removal. Patient impact was the reported use of a thicker than planned articulating insert (10mm instead of 9mm) due to greater than planned tibial cut. Further patient impact could not be determined based on the information provided, however, the patient was reportedly without injury. No further medical assessment can be rendered at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with surgeon technique. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).